Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 21mmol/l and ketones. It was stated that the insulin pump delivered insulin properly, but the customer's blood glucose went above normal within a day. Troubleshooting was performed. The daily totals were compared with the basals and boluses delivered. Differences were found between the units in the history. No further info was provided.